Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017,the reporter contacted animas, alleging a power (battery life) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 06-feb-2018 the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: during investigation, the black box showed evidence of a cs 128 "replace battery alarms" following a cs 052/054 and cs 12 error. There was no battery cap returned. All testing was performed with a test battery cap. The pump powered on with a test battery cap. A test battery cap was able to fully tighten. The battery compartment was found to be cracked. There was no evidence of moisture contamination inside the battery compartment. During investigation, a cs 128 alarm was received each time when confirming the "verify" screen. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Further investigation showed an internal printed circuit board short causing the cs 128 "replace battery alarms"